Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The hcp reported that the patient had a pocket revision to move the ins lateral. Additional information was received from the patient and it was reported that the ins was moved because it was causing her problems/pain with her sacrum since implant (B)(6) 2015. The patient reported that the ins was moved up and lateral.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.